Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c.® therapy. It is unknown if a wound culture was performed nor if antibiotic therapy was administered. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On jan 29 2016, the following information was reported to kci by the nurse: v.a.c.® therapy was placed on hold allegedly due to a wound infection. No additional information is available. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. The patient refused exchange of the unit, and the unit remains with the patient to date with no further reported issues. Therefore the device is not available for evaluation in kci quality engineering.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to v.a.c.® therapy.

Event description:
On dec 16 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2016, after the device as returned, the device was evaluated by kci quality engineering per the quality control test procedure. It was identified that the pressure transducer was out of calibration and did not pass the initial qc test. However, further tests indicated that the unit still passed all alarm tests, and was still capable of producing v.a.c.® therapy. Throughout the qc test, the unit maintained a dressing seal, and did not experience any alarm conditions or operational malfunctions. Additional testing did indicate that the unit would correctly identify a system leak and sound the appropriate alarm. The patient event log, recovered from the unit, indicated that during placement, there were multiple occasions when the unit was turned off with not therapy occurring for periods ranging from 3 hours to 19 days.